Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. The device was then returned to ventec for evaluation. Upon evaluation of the device, ventec observed that it rebooted by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec also downloaded its electronic records (system logs) and confirmed that the device had logged multiple very low fio2 (fraction of inspired oxygen) alarms in the device history, thus confirming the reported issue of it alarming due to very low fio2. Ventec replaced the control board to resolve both of the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board.